Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2001. The diameter of the proximal non-aneurysmal aortic neck was 20-24 mm. Aneurysm and vessel morphology are unknown. The patient has a history of hypertension, coronary artery disease, and diabetes. It was reported that the bifurcated stent graft was pulled down while repositioning the 22 french sheath. A 28 mm diameter x 3.75 cm length aortic cuff was implanted in the aneurysm neck to ensure an adequate seal. Final angiogram demonstrated a successful outcome with no endoleak and exclusion of the aneurysm. No clinical sequelae were reported, and the patient is reported to be fine.